Event description:
The hydrogen peroxide cartridge is very difficult to load. Often when the cartridge is installed, the device posts an error message. This happens even when the tech takes care when installing the cartridge. It appears that the device is overly sensitive to the alignment of the cartridge.